Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a patient reports seeing as "she was looking through an onion skin." Additional information, including patient status, has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information has been requested.